Event description:
Boston scientific received information that this patient was in the emergency room due to ventricular tachycardia (vt). The patient coded and was externally rescued. The caller stated there are telemetry strips showing the patient's fast rhythm; however, there were no stored episodes in the device. A boston scientific technical services consultant discussed the clinical observations with the caller who stated he will provide further details if the patient returns for a follow-up visit. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.